Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device displayed eleven months remaining longevity three months ago and then recently declared elective replacement indicator (eri). A request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected and the device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity device replacement was recommended. The device was explanted and replaced with a competitive device. Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to a product performance anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.